Event description:
The pt experienced increased pain levels. A (B)(6) study was performed on (B)(6) 2011 and the dye could not be injected. The pump was "examined externally and showed no errors." The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt's pump and catheter were explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).